Event description:
The customer reported to olympus, image does not appear on the high-definition lcd monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image displayed was confirmed. The evaluation uncovered a damaged bezel, liquid-crystal display (lcd) panel failed, spots were noticed and a damaged rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined a faulty quantum board was the cause of the issue. The exact cause of the quantum board failure could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for a unknown procedure, the image does not appear on the high-definition lcd monitor. The procedure was completed with a similar device. There was a slight delay as the unit was being exchanged. There was no harm or user injury reported due to the event.